Manufacturer narrative:
B4:02sep2021. Additional information was received indicating that the clogged filter (consumable material) reported issue was found when the unit was outside clinical use. Based on this information, it has been concluded that this is not a reportable event.

Event description:
It was reported to philips by a customer that the unit was making a noise. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.